Event description:
We currently use the moog infinity enteral pumps for enteral feeding. We have thousands of these throughout our branches. Every branch has been complaining to moog about the continued "no food alarms". The pumps bag and tubing is primed and infusing and then the pump alarms "no food". This has happened thousands of times in all of our branches. We have reported the problem to moog and they will not give us an answer as to why the pumps is giving us this false alarm. The bag and tubing are always checked and they are full. We continue to get the run around from moog for over a year now. This requires us to go to the pts' home which becomes expensive. The pt is also growing very frustrated. We have also had a series of...